Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2012 and mesh was implanted. Following the procedure, the patient experienced mesh exposure on (B)(6) 2014 and mesh was removed uneventfully on (B)(6) 2014. Silver nitrate was applied. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.